Event description:
A power source alert 07 was reported. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by leaving the wall adapter plugged into a working outlet, and the pump began charging, requiring no further assistance.